Event description:
After deployment of the contralateral iliac leg graft, during the use of the molding balloon to ensure the seal at the junction site and landing zone, the balloon catheter pushed the leg graft upward into the contralateral iliac aneurysm. An iliac leg extension was placed distal to the initial leg graft in order to land the device at the desired site and ensure exclusion of the aneurysm.